Event description:
The initial procedure was a shoulder replacement due to arthritis. The patient was closed after the procedure. Post operative xray revealed humerus fracture. The patient had to be opened up again and during the procedure, the cable tensioner did not tension properly. A back up tensioner was used and the humerus surgery was completed successfully.

Manufacturer narrative:
An event regarding a dall miles tensioner that did not tension properly was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
The initial procedure was a shoulder replacement due to arthritis. The patient was closed after the procedure. Post operative xray revealed humerus fracture. The patient had to be opened up again and during the procedure, the cable tensioner did not tension properly. A back up tensioner was used and the humerus surgery was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.